Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a thoraco/esophagus procedure. They connected the handle, shell, adapter, and reload with no issue. When the surgeon looked the display screen was blackout and the device could not be used. They used a new handle and shell. This handle could not recognize the shell. The case was completed using a manual handle. No patient involvement.

Manufacturer narrative:
Based on review this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a thoraco/esophagus procedure. They connected the handle, shell, adapter, and reload with no issue. When the surgeon looked, the display screen was blackout and the device could not be used. They used a new handle and shell. This handle could not recognize the shell. The case was completed using a manual handle. No patient involvement.